Manufacturer narrative:
Event problem and evaluation codes: result code(s): (operational problem) : visual inspection of the returned product found the lens torn into two pieces, from one haptic through the optic to the other haptic. There was a piece missing. The lens was returned in liquid. (B)(4).

Manufacturer narrative:
Brand name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Event description:
The reporter indicated the surgeon implanted a cc4204a +21.00 diopter collamer single piece lens in the patient's left eye. The lens tore on insertion into the eye. There was a capsule tear and a vitrectomy was performed. The lens was removed and a 3-piece staar lens was implanted. Cause of lens tear and capsule tear is unknown.